Event description:
Procedure: low anterior resection. According to the reporter: the surgeon tried to use the eea stapler for the anastomosis. He fired the stapler and the staples failed to form. Had to open and handsew the anastamosis. Pt status: unk. There was no bleeding reported in excess of 250cc. The case was extended by more than 45 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).